Manufacturer narrative:
The conclusions are as follows: based on the historical follow-up data was provided, the expected overall longevity is estimated at ¿ 55 months (4 years and 6 months). The implantation duration was 67 months, which is higher than the estimated overall longevity. Based on hrs guidelines, no premature battery depletion occurred. The returned device showed normal operation. Based on the available data, no issue is suspected on the subject pacemaker.

Event description:
This pacemaker was addressed to the physician since the rrt was reached. He thought that the longevity of this device was too short and would like to know why.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
This pacemaker was addressed to the physician since the eri was reached. He thought that the longevity of this device was too short and would like to know why.